Manufacturer narrative:
(B)(4). D10: unknown, stryker simplex p cement, unknown lot. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a clinical study patient underwent a left total knee arthroplasty (tka). Approximately one year later, the patient reported mild pain and stiffness and is currently receiving physical therapy. All components remain implanted, and the event is resolving.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event can be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 13-jul-2025: patient c/o left knee general pain and stiffness, mild in severity. Treatment: consult to pt for evaluation. 06-aug-2025 1 year postop: rom: 132°, x-rays: normal. 1-5° flexion contracture. 11-aug-2025: pt was seen for 1 treatment session with pt. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.